Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on march 1 2021 stated the following - reporter alleges in (B)(6) of 2020, the customer was using a medtronic minimed 600 series insulin pump. On or about the (B)(6) 2020, the customer passed unexpectedly at his home while alone and fully clothed as if he was sleeping. The reporting party was wondering if the customer died due to a malfunction of his insulin pump, after they received a field corrective action letter. The reporting party is a diabetic and stated they understand what happens when a dangerously low blood glucose event is not addressed immediately. No further information was provided.